Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that as of (B)(6) 2016, the patient and his spouse had noticed a small amount of pinkish, blood-tinged drainage from the driveline exit site. The site also had been tender to palpation with a slight degree of redness. On (B)(6) 2016, the patient came into the outpatient clinic for wound culture which grew staphylococcus epidermidis. A computerized tomography of abdomen/pelvis was performed on (B)(6) 2016 and showed a small amount of soft tissue stranding at the driveline exit site. After discussion with infectious disease, the patient was admitted on (B)(6) 2016 for infectious disease consult and initiation of IV antibiotics. On (B)(6) 2016, the patient started on vancomycin ivpb 1250 mg every 24 hr.(stopped on (B)(6) 2016)¿increased to vancomycin 1000 mg ivpb every 12 hours for 6 weeks ((B)(6) 2016). On (B)(6) 2016, white blood cell count (wbc) 9.4/l, k/cumm (3.8-9.8); temp: 98.2 f. The patient was stable after initiation of antibiotic and discharged on 08/09/2016: wbc 9.2 k/cumm; temp 98.1 f.